Event description:
Pt had pad burns approximately 8cm x 10cm on the medical portion of thighs above the knee. Pt was place din fetal position(left side) to enable proper placement of device. Therefore, the weight of the pts right leg was resting on the left. There was a towel placed between the legs to prevent the pads from touching. Additional information received; pt. Admitted due to size of tumor. Pt pad burn monitored and treated as a bovie burn.